Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the 2.7mm/3.5mm variable angle locking compression anterolateral distal tibia plate broke approximately three (3) months after initial implantation. Additional information regarding the patient and additional medical intervention were not available for reporting. This report is 1 of 1 for (B)(4).